Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced complication associated with device ("complications with essure") and adverse event ("suffered for nearly 5 years"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, complication associated with device and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event, complication associated with device and medical device removal with essure. The reporter commented: not reported. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), ¿processing essure cases in (B)(6).¿ medical assessment: the medical events reported are not indicative of a quality deficit per se. In this particular case, also unspecified device complications were reported. However, no further information was available at this point in time regarding the type and nature of complication. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2019: the case (B)(4) (MFR# 2951250-2019-12089156 )was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporters added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.